Event description:
International customer reported that the suture broke during rehabilitation therapy approx one week following hand tendon repair. The pt was returned to surgery for resuturing.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.